Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia was manifested by vomiting. Beginning on the day of onset, the patient was hospitalized for the event. It was not reported if dianeal therapy was ongoing. At the time of this report, hospitalization was reported to be ongoing. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.